Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events were reported before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.